Event description:
The customer reported the system's tray failed to power up. This malfunction would result in a no boot situation. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A fuse was found open and thus repaired. The system was then found to be operating as intended.